Manufacturer narrative:
Film evaluation summary: the cause of the reported suprarenal stent separation and endoleak could not be fully determined from the films provided. However, it is most likely that disease progression associated with vessel morphology changes over time, including the observed changes in angulation of the infrarenal aortic neck and supra celiac aorta , as well as the anatomical considerations ( i.e. Calcification, thrombus) observed, were contributing factors in the reported events. It is possible that a type ii endoleak due to retrograde flow from collateral vessels was also present, contributing to the observed aneurysm enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 70.6mmx82.3mm abdominal aortic aneurysm. It was reported eight years later the patient presented with abdominal pain and a impending rupture was suspected. Initially a type ia endoleak was suspected however on review of CT it was observed that the sutures of the proximal bare stent and covered stent were partially torn and the covered portion had fallen down. One week later intervention was completed. A non mdt cuff was placed and the endoleak disappeared. Per the physician the endoleak was considered to be a possible proximal type iiib endoleak due to graft damage. No additional clinical sequalae were provided and the patient is fine

Manufacturer narrative:
Updated h.6 film evaluation summary: the reported endoleak was confirmed the films returned; however the cause of the event cannot be fully determined. Lack of pre-implant CT did not allow for a thorough assessment of the pre-implant anatomy. Earlier post-implant CT's were not provided for comparison of the stent graft in vivo configuration during implant duration. The contrast observed within the proximal aortic neck appeared most likely to be due to a type ia endoleak. It is possible that anatomical considerations and disease progression (e.g. Angulation, calcification, neck dilatation) may have been a factor in the separation of the suprarenal stent leading to a type ia endoleak. Lack of stent graft proximal neck radial support may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting in a partial migration of the bifurcate forming a gap between the suprarenal stents and the proximal stent graft margin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.